Event description:
User reported that set-points for sweep were not being met. User was able to resolve issue and use the device successfully since this event. There was no patient harm.

Manufacturer narrative:
Investigation suggested issue with oxygen-in supply; however, there was no indication of issues that could cause reported event. System has been used successfully since.